Event description:
The customer reported communication errors. This error will prevent the system from booting to a usable state or result in an intermittent system lock up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and the interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.